Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. Blood was visually observed leaking from threaded area during pt treatment. Machine did not alarm. Estimated blood loss was 10 cc's. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample available.